Manufacturer narrative:
(B)(4). Batch # 950a69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a single anastomosis duodenal switch procedure that after firing three times across the stomach that on the fourth firing across the duodenum of normal tissue that the device fired but the surgeon was unsure if the blade retracted all the way home and the device was unable to be opened. Sales rep was then called, and he suggested using the reverse button at which time the surgeon heard a brief sound from the stapler, but the device still would not open. Rep then suggested to pop the manual override and ratchet back the blade to return home. Surgeon stated that the ratchet lever would only move towards the distal tip about twenty degrees and did not feel as if it was engaging. At this point staff took two hands and pried the closing handle open and the jaws opened and released the tissue. The staple line was complete and intact, but it appeared that the knife blade did not travel to the end of the staple line with two or three millimeters left to be cut. A second device was then opened and was fired over the two or three millimeters of the staple line that was not yet cut to complete the transaction of the duodenum. There were no adverse consequences for the patient.